Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety sleeve was difficult to move it was reported by customer that they safety component is in the way when drawing or administering medication, needles are very flimsy and bend easily, seem to cause more site bleeding after administration. Verbatim: 1. Can you please provide an exact date of event in format mm-dd-yyyy? Ordered 02/05/2025 , 02/25/2025, 06/18/2025 others were back ordered and then off formulary 2. Could you please provide a further description of the issue? Safety component is in the way when drawing or administering medication, needles are very flimsy and bend easily, seem to cause more site bleeding after administration. 3. Can you please provide the lot number associated with reported issue? Lot# 4330606 lot# 4206638 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Needles are very flimsy and bend easily, seem to cause more site bleeding after administration. 5. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Xxx